Event description:
It was reported that, prior to use and during preparation for a procedure, the impl depot pm unit was not able to connect to the motor, and the attachment was stuck on the motor. No patient complications have been reported as a result of this event. Additional information was received stating that bearings are broken during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings are broken. The likely cause of the failure is corrosion. It was also noted that the attachment was not locking on the motor; the lock twist was found jammed, and the output drive shaft assembly was found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.